Event description:
It was reported that the ilet pump¿s screen was broken after the user struck the pump against an object, resulting in a nonfunctional display and difficulty using the device, while blood glucose remained unaffected and no injury occurred. Symptoms included no adverse clinical effects. Outcomes included interruption of normal device use and the need for a replacement device. Investigation included review of complaint details and arrangements for device return and replacement. Investigation of this case revealed external physical damage to the display rendering the screen unusable. It was concluded that the event was due to physical damage from impact, not a malfunction of the device.